Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadriceps. Doi: (B)(6) 2009 - dor: none reported (unknown side). Update - (B)(6) 2012 - updated litigation papers received (B)(6) 2012. In addition to previously reported allegations, it is now alleged that the patient suffers from inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. (Right side) update: patient was revised to address a malpositioned cup, which was causing dislocation. Dor: (B)(6) 2012. Update - (B)(6) 2013 - pfs and medical records received. The information provided information linked two existing wpcs as the same. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. **update** 12/11/2012 - updated litigation papers received 11/20/2012. In addition to previously reported allegations, it is now alleged that the patient suffers from inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. **update: patient was revised to address a malpositioned cup, which was causing dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/23/16, 2/25/16, 2/29/16, 3/4/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported swelling, grinding/popping/clicking, fall, decreased range of motion fatigue and the cup to be at about 65-70 degrees when radiographs reviewed. The revision surgical report noted metallosis and corrosion. Lab results for metal ions were greater than 7 parts per billion. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Xrays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged metal wear. Added product details.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.